Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead had dislodged and required repositioning. The lead exhibited high pacing impedance after the repositioning. It was also noted that the lead insulation may have been damaged during the procedure. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: d10. The damage found was sustained during the surgical procedure. The lead was otherwise normal.